Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe stopper was separated from the plunger. The following information was provided by the initial reporter, translated from portuguese: "syringe plunger not attached."

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe stopper was separated from the plunger. The following information was provided by the initial reporter, translated from portuguese: "syringe plunger not attached."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.